Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing showed that the battery was depleted. Review of the device and battery logs revealed the occurrence of the internal battery degraded and the abnormal reset alarms. The evaluation determined that the charging issue was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an internal battery that was failing to hold charge. There was no patient injury reported as a result of this incident.